Event description:
It was observed that during the device evaluation, the subject device exhibited that the coupler comes off from the scope, because the coupler unit is loosened. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include mechanical issues probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.